Event description:
A follow up calls were made and the customer callled back and reported having a low episode, but it happened a long time ago and she did not remember the date. The caller stated that she was at work when the paramedics were called due to low blood glucose and she was treated with an insulin drip. When she was able to check her blood glucose was 48mg/dl. Troubleshooting was declined as customer did feel confident with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.